Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The auxiliary video board (avp) was analyzed and found the error were confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm agc current was found to be failing on the yaw axis, replicating the reported problem. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The universal surgical manipulator (usm) was analyzed and found the errors was confirmed. A visual inspection revealed no issues that could be directly linked to the reported event. The avp board was installed onto the golden system, where it was not present during programming. Upon powering on, the system failed and error code 32056 was triggered. The probable root cause is attributed to failed communication of the yaw searchlight ffc in the usm and defective avp board.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that there was a fault with universal surgical manipulator (usm)4. Fse replaced the usm and the problem was solved. When the system was shutting down, it reported an error code 40068. After reviewing the log, fse found that the auxiliary video board (avp) was faulty. Fse replaced the avp and the problem was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the system displayed error 32056 on arm 4. The user disabled arm 4 and continued with the procedure using the remaining arms without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.